Event description:
It was reported the implantable cardiac monitor (icm) lost connection with the patient mobile monitor (pmm). The pmm was restarted and the issue persisted. The clinic mobile monitor (cmm) was also used and no connection could be found to the icm device. The magnet was used in small circles above the device, bluetooth pairing was checked and the mobile devices were restarted but connection could still not be achieved. The device was located by the physician using palpitations on the chest. The device was explanted and replaced with a competitors device. The device was found with a dead battery once explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, analysis confirmed the clinical observation of premature battery depletion and communication loss. The device case was opened and visual inspection revealed no irregularities. Testing found that the battery had depleted earlier than expected. When connected to an external power source, the device passed all tests and operated normally. No high current drain or other device anomaly was identified during analysis. Although the communication loss was caused by a depleted battery, laboratory analysis was unable to reproduce the condition that caused the battery to deplete prematurely.

Event description:
It was reported the implantable cardiac monitor (icm) lost connection with the patient mobile monitor (pmm). The pmm was restarted and the issue persisted. The clinic mobile monitor (cmm) was also used and no connection could be found to the icm device. The magnet was used in small circles above the device, bluetooth pairing was checked and the mobile devices were restarted but connection could still not be achieved. The device was located by the physician using palpitations on the chest. The device was explanted and replaced with a competitors device. The device was found with a dead battery once explanted. No additional adverse patient effects were reported.